Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support educated customer on proper supply use per the user guide. Customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. The cartridge was changed to address bg level and to resolve the issue, and insulin delivery was resumed.